Manufacturer narrative:
(B)(6). B3, g4, d4: UDI unknown. One device was received for evaluation. Visual inspection found the device to be covered in glue resin, a scratched lens, tamper seals missing, damaged uso sensor, dso sensor, latch, and battery compartment. Functional testing was unable to be performed due to the 1720 error. The reported problem was verified. It was determined that the backup capacitor was the root cause. The device was deemed not worthy of repair. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited error 1720. There was unknown patient involvement.